Manufacturer narrative:
The associated device was returned and evaluated. The contribution of the device to the reported event could be corroborated. A visual inspection of the returned ruler sleeve confirms the threads are broken off into the sleeve cap. This device show signs of significant wear/usage. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a medium hexdriver and a long hexdriver have damage threads, a 12.5mm entry reamer is chipped and dull, a lid for outer cases has a broken clasp and a ruler has broken threads. As this was noticed upon field inspection, there was not patient involvement.